Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, balloon burst during inflation. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, balloon burst during inflation. The procedure was completed with another of the same device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure with no leaks noted. No issues were identified with balloon inflation or the balloon material. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.